Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the gears are making noise when it is running, and giving an error for downstream occlusion. On (B)(6) 2018 the customer provided additional information stating that the set was set to deliver 106ml/hr but delivered 480ml in less than 3 hours. There was no patient harm, the patient had increased secretions and emesis after that much fluid that fast. The patient was being fed perative 1.5 via a kangaroo pump set and gtube.

Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.